Manufacturer narrative:
The sample was collected at a satellite facility in a plastic bd serum tube with a gel separator. The sample was normal in appearance. All three levels of bhcg qc were within the customer's established ranges prior and post the event. The customer stated to the customer technical support no hardware issues were noted in conjunction with this event. Service was not dispatched since the customer was not questioning instrument performance. A clear root cause can be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 800 accesss chemistry analyzer. The result was reported out of the laboratory and questioned by the physician. The original sample as well as a second sample were tested and lower results within the normal reference range was obtained. Patient treatment was not impacted with regard to this event.